Event description:
The gastric band was implanted since 2005. It was noticed during filling that the band was leaking and was torn. As a result the patient was reoperated to get a new band. This new band was filled with 7 ml, and took place in 2007.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time. Product code 2200-x has the same balloon component as the product sold in the us.